Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00099. The pt ((B)(6)) received her scs system on (B)(6) 2009, consisting of an ipg and two percutaneous leads. It was reported that her stimulation is not as effective as it was during the trial period. Efforts to resolve this matter through reprogramming proved unsuccessful. An x-ray was taken; however, no obvious lead location or lead connection issues were observed. Surgical intervention will be undertaken to retrial the pt; after which, a final decision will be made regarding the next course of action.